Event description:
I recently received a letter from the regional claims director of banner health in (B)(6). (B)(6) ), stating that I might have been infected with mycobacterium chimaera during my open heart surgery (cabbg 4x) on (B)(6) 2015, due to a defect on a heater-cooler unit. I contacted my pcp and since I show most of the symptoms for this kind of infection, he recommended that I should be tested for mycobacterium chimaera immediately. The problem is, that this test might have to be done up to 4 times and it is very expensive. I cannot afford to pay for this test with my disability income of (B)(6) . I contacted mr. (B)(6) and banner health refuses to pay for this test. Needless to say, that, if infected, this bacterial infection can be life threatening. I think banner health should be responsible and pay for the necessary tests in full! Could you please contact them and intervene in my and all other patient's behalf. People will die. If banner health denies their responsibility in this case.